Manufacturer narrative:
A medtronic representative went to site to do a system checkout. It was found the mvs was not receiving line power and could not be powered on. Replacement fuses were sent to site 10/29/15. The line fuses were replaced on the mvs power board. System tested and fully functional. Parts were not sent back to manufacturer so no evaluation of replacement fuses could be tested. No further issues reported.

Event description:
A medtronic representative reported the mvs was not receiving line power and could not be powered on. There was no patient present when this issue was identified.